Event description:
Initial surgery was done with versa nail ten for the fracture of subtrochanteric femur. After the surgery, it was found that the nail was broken near screw hole in the proximal part of the product. No bone union was noted through x-ray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.